Manufacturer narrative:
The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a scratched keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed power error. The patient's blood glucose level was 5.1 mmol/l at the time of the call. The customer sent the product back for analysis.